Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire service group received the suspect user interface module (uim) for repair and investigation. The service group cycled the uim on and duplicated the unresponsive touch screen display. The service group performed a visual inspection of the internal components with and found a damaged membrane panel. The suspect membrane panel was replaced and the reported anomaly was no longer present. The suspect membrane panel was sent to the failure analysis (fa) lab for a component root cause investigation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported an unresponsive touch screen display of the user interface module (uim) on this ventilator device. The customer stated no patient issues were associated with this event.

Manufacturer narrative:
Failure investigation: the device/component was returned to vyaire failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was due to problems of weakening or breakdown of the membrane component material when subjected to stress or a series of repeated stresses. At this time, vyaire will track and trend this reported issue and internally investigate the situation.